Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Review of transcripts revealed that the atrial lead exhibited noise leading to automatic mode switch episodes. Noise was not replicated with arm movements. Patient will continue to be monitored. Patient was stable.